Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed the device was at eri (elective replacement indicator) and programmed to vvi 65 bpm bipolar mode. Further analysis revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer after explant, due to the field advisory. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.